Event description:
Account reports three incidents in which during usage, (less than 4 or 5 hours), "we had IV tubing just snap off at the stopcock--was found infusing into the pt's bed". Reporter added that in these incidents, a vasopressor was being given, they began treating pts when a drop in blood pressure was noted, at which time they realized leakage was occurring. Pt's were stabilized.